Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The date of event is unknown. Additional information will be provided once available.

Event description:
It was reported the bronchovideoscope had corrosion on the body control unit. The issue was found during service / maintenance (not in a clinical setting).

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reported event was attributed to stress related problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information